Event description:
It was reported that this right ventricular (rv) lead was capped and abandoned due to high pacing thresholds. A new lead was implanted successfully. No additional adverse patient effects were reported.